Event description:
The manufacturer received information alleging that a trilogy100 ventilator failed the failed negative flow verification test during preventive maintenance at a third-party service center. There was no allegation of a device malfunction, and the device was not in patient use at the time of the event. During evaluation at the third-party service center, the device was calibrated to address the failed verification test. Following calibration, the device successfully passed all required functional and performance tests. Based on the available information, the device was restored to operation and met performance specifications following service.

Manufacturer narrative:
The reported failure of the failed neg flow verify test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.